Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and the abutment was removed. The implanted device remains.